Manufacturer narrative:
The nurse reported that the monitor for the central nurse's station (cns) will not come on and screen remains black. It is unclear if the cns monitor for the unit just went into the black screen or if it failed in another way and then went into a black screen. Also, it is unclear if this issue was resolved as the customer has been unresponsive. There is a secondary cns that is looking at these patients being monitored on bedside monitors (bsms). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that the monitor for the central nurse's station (cns) will not come on and screen remains black. It is unclear if the cns monitor for the unit just went into the black screen or if it failed in another way and then went into a black screen. Also, it is unclear if this issue was resolved as the customer has been unresponsive. There is a secondary cns that is looking at these patients being monitored on bedside monitors (bsms). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse reported that the display for the central nurse's station (cns) would not power on, with the screen remaining black. The patients were being monitored on bedside monitors (bsms), with a secondary cns that had visibility to them. No patient harm was reported. Investigation summary: the issue of the blank display on the cns was resolved after the customer reboot the system, as instructed by nihon kohden technical support (nk ts). The manual for the cns states that regularly rebooting the system within 90 days of the last reboot is required to protect the system from instability. The root cause is likely related to use error and user education. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contains no information (ni), as attempts to obtain the information were made, but was not provided. Attempt #1 01/26/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 01/28/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 02/02/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bsms: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The nurse reported that the display for the central nurse's station (cns) would not power on, with the screen remaining black. The patients were being monitored on bedside monitors (bsms). No patient harm was reported.